Event description:
Underdelivery reported. The pump was set to infuse a tpn solution at an unspecified rate. The pt is a long time home user and is reportedly very familiar with the device. She reported "the motor was not fully turning, it was only rotating 3/4 of the way and not as expected." Her tpn infusion lasted longer than scheduled, the specific amount of time was not available. There were no adverse effects for the pt. The pump was tested at the distributer and it performed accurately without error. The pt cartridge was not available for testing. No add'l info is available.

Manufacturer narrative:
The pump powered up without problems. The pump passed the optics test, the encoder test, and the motor turned. A review of the pump's history log revealed an error 143, occlusion, and check cartridge alarms had occurred. Fluid spillage was found on the motor frame.